Event description:
Report five of five received of a localized infection around the epidural catheter site. The customer reports that the epidural catheter was placed in 2001. The placement was at t-12. On post-op day 3, the pt was reported to complain of "back pain and spiked a temperature to 38.9c." The catheter was then discontinued. When the catheter was removed, it was noted that there was a "cellulitis type area around the insertion site." It was reported that when the catheter was actually out, "pus type drainage came out of the hole and also from a small egg sized area." The pt received one dose of vancomycin. The pt's back was reported to be clear within three days. The pt is planned to be discharged soon. The pt is reported to have recovered from surgery, but continues with psychiatric therapy. Add'l pt and event info was requested, but no further info was available.